Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/or partial display anomaly noted during testing. However, device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the window of his pump was getting cloudy and he was having a hard time to read the numbers on his pump. The customer's blood glucose level was 100 mg/dl. The insulin pump will be returned for analysis.